Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting to the cardiosave intra-aortic balloon pump (iabp), an autofill failure kept occurring and pumping could not begin. A test iab was connected to the iabp and worked so the issue was determined to be with the iab. A new iab was then inserted, but the autofill failure occurred again. The extension tubing was then replaced and therapy was continued without further issue. Upon inspection of the removed extension tube, it was found that the area where the tube and connector met had been pinched and damaged. It was determined that was the cause of the issue. At the insertion site, the extension tube was not grasped or manipulated, and it was thought that the damage was caused during the manufacturing process. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The extender tubing was returned without any visible blood. The iab catheter was not returned for evaluation. An underwater leak test of the extender tubing was performed and a leak was detected on the extender tubing approximately 2cm from the female leur tip. The root cause of the reported failure ¿autofill failure & damaged component¿ was found to be damage at end of the catheter extender. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each catheter extender is 100% visually inspected during assembling before being released. The root cause of the catheter extender¿s damage cannot be determined, as it occurred after the device was shipped and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).